Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens (iol) implant procedure, the patient can¿t see to drive at night and things were blurred. The can't see to read, using glasses, blurs things when she takes them off. There are two medical device reports associated with this event. This report is associated with the right eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Non-qualified associated products were indicated, but would be unrelated to the reported events the product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter (patient) was provided with the patient brochure with clinical study data and additional details on the company lens. The manufacturer internal reference number is: (B)(4).